Manufacturer narrative:
It was reported the device was explanted and the patient was re-implanted with another manufacturer's device. This report is filed on july 04, 2019.

Manufacturer narrative:
This report is submitted on march 07, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.